Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09224, 2017865-2021-09225. It was reported that the patient experienced signs of pocket infection and presented in clinic. The physician believed the infection was incurred from the pacemaker procedure on (B)(6) 2020. The skin was soft and puffy at incision line. The pacemaker system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: corrected b5 statement. Related manufacturer reference number 2017865-2021-09224 corrected to 2017865-2021-09232.

Event description:
Related manufacturer reference number: 2017865-2021-09232, 2017865-2021-09225. It was reported that the patient experienced signs of pocket infection and presented in clinic. The physician believed the infection was incurred from the pacemaker procedure on (B)(6) 2020. The skin was soft and puffy at incision line. The pacemaker system was explanted. The patient was stable.